Manufacturer narrative:
(B)(4). Technical support recommended to replace the graphical user interface (gui) printed circuit board (pcb) and to schedule for a service engineer to flash software with dispatch department. Customer informed ventilator was removed from service per department request. Covidien service engineer (se) was not authorized to repair the device.

Event description:
It was reported that an 840 ventilator had a loss of communication. The ventilator was not in use on a patient at the time the malfunction occurred.